Event description:
A tuftex embolectomy catheter was being used for a thrombus removal. There was no problem with the balloon during the pre-use check. The catheter tip passed through the lesion and the balloon was inflated. When the thrombus was withdrawn, the balloon could not be deflated. The catheter was able to be removed from the vessel without any injury. Another device was used to complete the operation.

Manufacturer narrative:
The product was not received for evaluation. Therefore, the report of the balloon failing to deflate could not be confirmed and the root cause could not be determined. No injury occurred due to the failed deflation. The device was able to be removed from the vessel and a replacement device was used to complete the operation. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.